Manufacturer narrative:
Insulin pump passed the displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 5632 file number 2005 due to a software error. Pump error 63, variable 3, alarmed during self test and was confirmed in pump history file due to cold/cracked solder joint found on pin 6 of the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error. The customer¿s blood glucose level was unknown. The customer stated that they clear the alarm and finished the process. The customer stated that they performed self test and it was failed. The insulin pump will be returned for analysis.